Event description:
It was reported that the patient presented to clinic for erythema at the implantable cardioverter defibrillator (ICD) implant site. The patient had developed a hematoma around ICD site, mild swelling, and a mild sensation of heat the patient was prescribed medication and the hematoma was resolved without sequelae. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).